Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up feeling sick. When he checked his cgm it was showing sensor failed so and there was no bg taken and he just went back to sleep. The patient tried to start a new sensor when he woke up again (unspecified time), but it failed during warm-up. The patient started to experience vomits so he called his sister to take him to the hospital. They arrived at the emergency room (ER) approximately around 07:00 am. Manual bg at the ER was high but he can't remember the value. The patient was diagnosed with dka. They administered insulin via IV. The patient was discharged on (B)(6) 2025 around 06:00 pm. His manual bg was 151 mg/dl before he went home. The patient was fine at the time of the report. No other details were documented. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.